Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. Additionally, the pump's usb port was bent resulting in difficulties charging the pump. There was no reported adverse effect to the customer's blood glucose level. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged hw: usb port - not charging issue was verified, but the hw: usb cable-not charging issue could not be verified. The information will be used for tracking and trending purposes.